Event description:
It was reported that a patient with a 27mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to severe aortic stenosis and moderate mitral regurgitation with a mean gradient near 60mmhg. The patient presented with chest pain, a history of intermittent chest pain for the last three(3) days, acute on chronic heart failure, nyha IV. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient had stabilized but was on very high dose inotropic support and was transferred to the cardiac ICU on ECMO circuit. On pod #1 the patient had acute right le ischemia requiring or with sfa thrombectomy. On pod #3 the patient developed lactic acidosis. Despite maximal efforts/support, the patient continued to decline along with idioventricular rhythm hypotension, and ECMO was clamped. The patient was pronounced deceased on pod #4.

Manufacturer narrative:
Additional manufacturer narrative: stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm edwards surgical valve in the aortic position underwent a valve-in-valve procedure after an implant duration of approximately five (5) years due to severe aortic stenosis and moderate mitral regurgitation with a mean gradient near 60mmhg. The tavr procedure was performed with a 26mm 9750tfx transcatheter valve. The patient had stabilized but was on very high dose inotropic support and was transferred to the cardiac ICU on ECMO circuit. On pod #1 the patient had acute right le ischemia requiring or with sfa thrombectomy. On pod #3 the patient developed lactic acidosis. Despite maximal efforts/support, the patient continued to decline along with idioventricular rhythm hypotension, and ECMO was clamped. The patient was pronounced deceased on pod #4.